Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device - 62 days. A correlation between the device and the reported stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to an unspecified change in mental status. The patient was found to have right ventricular failure requiring a milrinone infusion. The patient was doing well, but was deconditioned. On (B)(6) 2015 the patient was found unresponsive. A CT scan showed a large heterogeneous right cerebellar parenchymal hemorrhage with extensive edema extending into the right brachium pontis resulting in complete effacement of the fourth ventricle and quadrigeminal plate cistern and inferior herniation. The patient was immediately taken to the operating room for evacuation of the hematoma. It was reported the patient's inr at the time of the hemorrhagic stroke was 3.5. Low flow alarms sounded prior to the event and were thought to be caused by right ventricle failure. No further information was provided.